Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain'), deafness ('other injury(ies) or complications : hearing/loss of hearing'), blindness ('other injury(ies) or complications: vision/ loss of vision'), seizure ('neurological conditions:seizures') and mental impairment ('difficulty thinking') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's medical history included lethargy. Concurrent conditions included uterine fibroids and adenomyosis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced deafness (seriousness criterion medically significant), blindness (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), dizziness ("other injury(ies) or complications:dizzy"), speech disorder ("difficulty speaking") and mobility decreased ("difficulty moving body"). In 2017, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), tremor ("shaking"), adenomyosis ("adenomyosis") and flatulence ("malodorous") and was found to have ph body fluid abnormal ("infection (other) describe: ph off") and weight increased ("weight gain,"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, seizure, mental impairment, menorrhagia, vaginal haemorrhage, ph body fluid abnormal, anaemia, dysmenorrhoea, fatigue, weight increased, alopecia, dizziness, mobility decreased, adenomyosis and flatulence outcome was unknown and the deafness, blindness, nausea, speech disorder and tremor had resolved. The reporter considered adenomyosis, alopecia, anaemia, back pain, blindness, deafness, dizziness, dysmenorrhoea, fatigue, flatulence, menorrhagia, mental impairment, mobility decreased, nausea, ph body fluid abnormal, seizure, speech disorder, tremor, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Haemoglobin - on (B)(6) 2017: 10.8; on (B)(6) 2017: 14.5. Pathology test - on (B)(6) 2017: final diagnosis: uterus with cervix (213 g), right and left fallopian tubes. Adenomyosis. Endometriosis of left fallopian tube. Chronic cervicitis. Proliferative endometrium and right 'fallopian tube with no diagnostic alterations. No evidence of endometritis, hyperplasia, or malignancy.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: new pfs+mr received. Case became valid & incident events injury nos replaced with new events - abnormal bleeding (vaginal, menorrhagia), infection (other) describe: ph off/malodorous, blood or heart disorder/condition type: anemia, nausea, neurological conditions: seizures, dysmenorrhea (cramping), fatigue, weight gain, hair loss, loss of function: hearing, loss of vision, dizzy, difficulty speaking, difficulty thinking, difficulty moving body, lower back pain, shaking, adenomyosis, flatulence. She did not undergone essure confirmation test. New reporters ,dob and indication,removal date was added. Lab data and concomitant conditions and medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.